Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and the device appeared to be undersensing on the atrial lead also. The ra lead remains in use. No patient complications have been reported as a result of this event.